Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 13.2-14.3cm and 14.5-15.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.